Event description:
The patient underwent a primary tlif (l3/4) procedure on (B)(6) 2021. The cage in question was applied to the lesion. It was confirmed on (B)(6), 2022 that the cage had backed out backward. A revision procedure was completed with another supplier's cage. No further information is available. This complaint involves one(1) device.

Manufacturer narrative:
The manufacturing DHR was reviewed with no issues found. Lot met release requirements. No nonconformances in the lot are related to the nature of the complaint. Without the device or imaging, it could not be determined if the issue was device related. While expulsion can lead to serious injury, it is often a result of trauma, poor bone quality, or poor supplementary fixation. The device lot information provided was reviewed and no issues identified related to the failure mode of the implant. However, the device and radiographic images were not provided so no conclusion could be reached.